Manufacturer narrative:
Event date is estimated. This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, increased pacing impedance and loss of capture were noted on the left ventricular (lv) lead. Insulation damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.